Event description:
It was reported that the core universal driver overheated during testing. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
During the visual exam, the device was found to have burnt socket pins and internal corrosion.